Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. (B)(4). Reporter phone number not provided. Philip's service technician calibrated the touchscreen, however, the phenomenon was not corrected.

Event description:
It was reported that during periodic maintenance, the manufacturer¿s international service technician reported the touch positions, which were located on the center-left and bottom-right sections of the screen, considerably slipped out of their place. There was no patient involvement.